Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque limiting handle broke during surgery while being used to final tighten the plugs. The procedure was completed using an alternative handle without any reported patient impacts.

Manufacturer narrative:
The torque limiting device was returned for evaluation. The adaption collar has fractured off of the handle. The cause cannot be determined with the available information. There were no manufacturing issues detected which would have contributed to this event.